Event description:
Information received from the (B)(6) clinical database. Treatment of a middle cerebral artery (mca) aneurysm. Post procedure, it was reported that the patient had aphasia and motor deficit of the right arm. It was reported that the patient had a transient ischemic attack (tia) 72 hours after the procedure with no abnormality on the magnetic resonance imaging (MRI), but the patient's condition was resolved on (B)(6) 2010.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).